Event description:
It was reported the programmer head sometimes does not identify patients. The programmer head was returned for thorough exam and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported programmer head issue; rf (radio frequency) head failed uplink functional tests; rf head cable found out of electrical specification. (B)(4).